Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set had occlusion while using. The following was recieved by the initial reporter: verbatim: if the IV is disconnected and the line is flushed with a saline syringe our nursing team has noticed the flush solution doesn¿t penetrate the blue colored material. If they discard the set and get another one, it seems they can flush the line without a problem.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set had occlusion while using. The following was recieved by the initial reporter: verbatim: if the IV is disconnected and the line is flushed with a saline syringe our nursing team has noticed the flush solution doesn¿t penetrate the blue colored material. If they discard the set and get another one, it seems they can flush the line without a problem.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that if the IV is disconnected and the line is flushed with a saline syringe the flush solution doesn¿t penetrate the blue colored material. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5301-c because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.